Event description:
During the implant of two deep brain stimulators, the lead caps were exposed on both sides behind the ear. When each lead cap was removed, it was apparent that the number 3 contact had been stretched distally, and the insulation was broken on the proximal side of contact 3. When the leads were further examined and manipulated, it was noted that wires were exposed due to broken insulation. The exact same damage was noted on both leads. The leads were gently inserted into the extension blocks. The hcp did not need to cut the leads. Impedances were normal. The leads were implanted. No patient problems noted after implant. The technique of creating the subgaleal pocket and passing the lead/cap was normal. The technique of exposing the lead cap was normal. No procedural error was noted. Please see MFR. Please see MFR. Report# 3004209178-2008-05178.